Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it was non functioning. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. The patient outcome following the surgery required no further intervention.